Event description:
Boston scientific crm received information that this right atrial lead was found to be dislodged at the post operative check. It was suspected that the cause was due to patient's movement. During the repositioning procedure, the lead was damaged. The lead was explanted and replaced. A new lead was successfully implanted.